Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not automatically power on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not automatically power on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue to be the device's reed switch, designator sw5. The customer has been provided with a replacement device. The retuned device has been archived by stryker.